Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report #2916596-2018-00104. (B)(4). Approximate age of device ¿ 1 day. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient expired on (B)(6) 2017 due to post-operative complications from a pump exchange performed on (B)(6) 2017. The patient had post op bleeding, hypovolemic shock, and hypoperfusion. The patient was taken back to the operating room for mediastinal exploration and placement of sorin revolution pump for venoarterial extracorporeal membrane oxygenation (va ECMO). Post va ECMO transesophageal echocardiography (tee) found left ventricle (lv)/left atrium (la) thrombus). Head CT scan completed on (B)(6) 2017 showed large acute infarcts and subdural hemorrhage.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported events could not be determined through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the device was initially reported as being available for investigation but ended up not being explanted.